Manufacturer narrative:
The device was returned for analysis. Visual, tactile, microscopic, and functional analysis were performed on the device. A visual examination of the balloon identified blood inside the balloon. No issues identified with the hypotube shaft. No kinks or damages identified with shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband when inflated to rpb. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine instruction for use using the inflation aid, however, a leak was noted coming from the pinhole at the proximal markerband. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.